Event description:
It was reported that the patient was hospitalized with hypoglycemia and loss of consciousness. The patient's blood glucose levels decreased to 60 mg/dl while wearing the pod longer than 48 hours in the arm. The patient reported having cellulitis in the leg and foot (specific foot not specified). The bottom of the affected foot was red and warm to the touch. She was also experiencing pain in her back and spine. The patient was treated with antibiotics, a medication for high blood pressure, along with their current home medications. The patient is presently still in the hospital. The patient reported changing the pod that they experienced hypoglycemia and loss of consciousness with and placing a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot released records were reviewed, as the product lot number was not provided.